Event description:
It was reported that the renasys go pump would not charge.

Manufacturer narrative:
Our investigation into the complaint made against a renasys device malfunction has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The reported complaint was confirmed due to a faulty external power supply that was subsequently discarded. The device was also found to have faulty pump motor. Based on cost effectiveness and age of the device, the decision was made to discard the unit. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.